Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
The zippers of the device "derails" and doesn't function correctly, so lot of difficulties to expend the skin graft. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april 10, 2018, it was reported that the zipper of the device ¿derails¿ and does not function correctly. It is difficult to expend the skin graft. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by medicrea on may 2, 2018 revealed that the side plates, cutter, roller and the elements of the crank were all damaged. Repair of the meshgraft ii was not performed by medicrea since the customer requested to return the device unrepaired. The reported event and does not function correctly. It is difficult to expend the skin graft¿ was confirmed since during initial inspection the damaged components would cause the device to not properly function. The root cause of the device ¿derailing¿ and not functioning correctly cannot be specifically determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.